Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range shock impedance measurements. Boston scientific technical services (ts) reviewed the available information and noted no further anomalies. As a result, continued monitoring was recommended and will be performed. No adverse patient effects were reported.